Event description:
Boston scientific received information from a journal article that discussed coronary sinus (cs) lead removal. 125 cs leads were percutaneously removed from 115 patients. Patients requiring removal within one week of implantation were excluded from the study. Simple extraction (defined as successful removal with traction) was more common for early lead implants, whereas complex extractions (defined as having to use traction devices or laser sheaths) were seen in leads that were implanted for greater than four years. Reasons provided for lead removal were as follows: malfunction (i.e. Lead fracture, dislodgement, increased thresholds or lead recalls), muscle stim, infection, or miscellaneous (i.e. Patient related reasons or revision of entire system). The majority of the leads were removed via the simple traction. Some of the cs complications noted involving patients with boston scientific cs leads were 6 cs stenosis, 2 cs dissections, 2 bleeding, 1 subclavian vein thrombosis, and 1 pneumothorax. Minor non-cs complications included a hematoma, pneumothorax, subclavian vein thrombosis and blood transfusion. The major non-cs complication noted did not involve a patient implanted with boston scientific products. Re-implantation of new cs leads was successful in most attempts. Some reasons for failed attempts were due to difficulty with placement due to patient anatomy, high thresholds, muscle stim, subclavian stenosis prohibiting passage, cs dissection and tributary thrombosis. Of the reasons listed for lead extraction, no specific manufacturer was identified with each reason.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Sheldon s, friedman pa, hayes dl, osborn mj, cha ym, rea rf, asirvatham sj. Outcomes and predictors of difficulty with coronary sinus lead removal. Journal of interventional cardiac electrophysiology. 2012: epub before print.